Manufacturer narrative:
Non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise, which was not able to recreated in the clinic. The alert was turned off and remains in use. No patient complications have been reported as a result of this event.